Manufacturer narrative:
(B)(4). Batch # unknown. Reload lot no. T40d2n. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, and unavailable: were there any patient consequences?

Event description:
It was reported that during an unknown procedure, cartridge legs were not shaped well. The doctor felt that some of the legs were not well formed and used another cartridge to complete the surgery.

Manufacturer narrative:
(B)(4). Batch # t5cn4x.. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality in the two (green - blue) staple height selector positions with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the firings. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.